Event description:
It was reported that prior to a procedure, the label was missing in the package. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified. (Expiry date: 08/2023).

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera vascular covered stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, one image was provided demonstrating the product label on the table, and one of the three peel off labels is missing. The comprehensive condition of the packaging is not clear because only the labeling section is visible. It was not known when the peel off label was removed. The provided image confirms that one peel off label was missing but it cannot confirm that this was the condition directly after shipping. A process related issue could not be identified. Therefore, the investigation is confirmed for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'examine the packaging and delivery system to determine whether there is any damage or whether the sterile barrier has been compromised. Do not use the device if any of these conditions are observed' h10: d4 (expiry date: 08/2023), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a procedure, the label was missing in the package. There was no patient contact.